Event description:
It was reported that the customer's blood glucose level reached 303 mg/dl, confirmed by a blood glucose meter at 347 mg/dl. There was no adverse impact to the customer¿s blood glucose level beyond the reported high values. The customer administered a correction bolus via the pump, and technical support guided the customer through inspecting various components and filling a new cartridge. The caller was advised to replace supplies as necessary and resume insulin therapy.